Manufacturer narrative:
Device was discarded.

Event description:
It was reported that during a surgical procedure at the user facility, the cord was broken off into the handpiece. There was no delay, no medical intervention, and no adverse consequences to the patient reported.